Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the implant site. A revision procedure was performed to reposition the closed loop stimulator. Adequate therapy was restored.

Manufacturer narrative:
The device remains implanted in the patient. The patient initially reported pain and discomfort at their cls pocket site. The revision surgery resolved the patient¿s discomfort. Pocket pain is a known potential risk that can result in revision surgery, it is identified in the manufacturer's instructions for use (IFU). The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.